Event description:
Related manufacturer reference number: 2017865-2024-40444. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed no magnet response on the implantable cardioverter defibrillator (ICD). It was also noted that noise oversensing caused an inappropriate shock on the right ventricular (rv) lead. The physician elected to explant and replace the ICD and rv lead. The patient was in stable condition.